Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a flat right atrial (ra) electrogram (egm) on stored episodes. Atrial channel oversensing of ventricular signals was observed on the presenting egm, which were falling in post-ventricular atrial refractory period (pvarp) period. Technical services (ts) reviewed and noted this pacemaker was likely reprogrammed multiple times and that the egms were stored at that time. This pacemaker was explanted and returned for analysis. A cardiac resynchronization therapy pacemaker (crt-p) was implanted successfully as a replacement. No additional adverse patient effects were reported.